Event description:
It was reported that during intra-aortic balloon (iab) therapy the fiber optic arterial pressure (ap) was not displayed correctly and the waveform had artifact. The customer stated the diastolic portion of the waveform was distorted and incorrect. The transduced inner lumen of the iab was producing a clean, crisp waveform. They agreed to disconnect the fiber optic and use the transduced inner lumen for ap at that time. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).